Event description:
Surgeon alleged "after implanting the iol into the patients eye notice the front haptic was sheared off, where the blue tip of the haptic meets clear acrylic, lens was left implanted in patients eye. Surgeon left the lens in patients eye and not remove, will continue to monitor for rotation."